Manufacturer narrative:
The customer confirmed the subject scope was used on one patient after culture sample was performed on (B)(6) 2017. The area of the subject scope which cultured positive is the biopsy port. After receiving the lab results on 02/19/2017, the subject scope was removed from service. The facility cultures endoscopes on a monthly basis. On 03/06/2017, the customer contacted a fujifilm certified service partner facility to report the subject endoscope failed a culture test. On 03/29/2017, the subject scope was inspected at fujifilm medical systems service facility and found to have debris on the distal end cap. No physical defects were found with the biopsy channel or the biopsy port. Due to the nature of the event, the distal end cap, biopsy channel and biopsy port will be replaced. As of 04/05/2017, no patients have developed any related illness or adverse symptoms.

Event description:
On (B)(6) 2017, a customer performed a culture test on an endoscope and it tested positive for pseudomonas aeruginosa.

Manufacturer narrative:
On 12 dec 2019 fujifilm medical systems u.s.a., inc (fmsu) was notified by the FDA that the follow up was submitted with incorrect sequence numbers (originally follow-up information was submitted under 2431293-2017-00057). Additional updates: manufacturer has been re-registered under fujifilm corporation indicated n/a for fields that are not applicable, UDI- unknown. Updating to include the current contact for the manufacturer. (B)(4) (cleaning, disinfecting and sterilization problem) is no longer available in the fdas code database. If any additional relevant information is provided, a supplemental report will be submitted. Information as submitted in the follow-up report 2431293-2017-00057: on 04/11/2017, an fmsu clinical specialist investigated the incident onsite and discovered the customer is not adequately maintaining their endoscopes and not following manual cleaning instructions. An in-service was conducted for the hospital staff on manual cleaning, disinfection and storage of the endoscopes, as well as recommendations to have their endoscopes serviced. The customer confirmed that as of 5/12/17, there have been no other endoscopes which failed culture testing and improvements were made to their endoscope reprocessing methods.

Event description:
On (B)(6) 2017, a customer performed a culture test on an endoscope and it tested positive for pseudomonas aeruginosa.